Event description:
A pharmacist reported that a pt's infusion of methotrexate took 5.5-6 hrs instead of the intended program time of 4 hrs. The medication was administered in a 1000 ml bag and the programming was stated to be set at 250 cc per hr for 4 hrs. The pharmacist also reported that they put the medication and fluid in the IV bags so that there is no overfill. The pt's nurse stated that the methotrexate was administered IV via a central line. A primary set was used and no other IV fluids or medications were running at the same time. The methotrexate was started on (B)(6) 2012, 10:20 am and ended at 15:55 pm. There was no harm to the pt or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The IV pump was sent to facility's biomed but the event logs and hospital data set have been rec'd. A f/u report will be submitted once the eval has been completed.